Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5mg/ml at 1mg/day via an implantable pump. It was reported the patient complained of pocket discomfort. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was surgical intervention to move the pump up. When the patient stands, gravity and loose tissue puts pump in the patient¿s buttocks. The environmental, external patient factors that may have led or contributed to the issue was noted as gravity. It was unknown if the issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.